Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using an indigo system separator 6 (sep6) and an indigo system aspiration catheter 6 (cat6). It should be noted that the clot was calcified. During the procedure, the tip of the sep6 became damaged and the physician decided to remove it from the procedure. The procedure was completed using another sep6. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra distributor: section b. Box 5. Describe event or problem.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using an indigo system separator 6 (sep6) and an indigo system aspiration catheter 6 (cat6). It should be noted that the clot was calcified. During the procedure, three to four passes were made using the sep6 before the tip became kinked and "banged up" by the hardened clot. Therefore, the sep6 was removed. The procedure was completed using another sep6 and the same cat6. There was no report of an adverse effect to the patient.